Manufacturer narrative:
Date rec'd by MFR: 31 jul 2019. The battery was replaced. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the battery had failed on arrival. There was no patient involvement.